Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a feeding tube. The customer reports that during the removal of the tube, it broke and a part stayed inside the patient. The part had to be removed by endoscopy. No patient injury reported.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion, the results will be forwarded.